Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the patients lead pull, there were some minor redness on the lower lead insertion site. The sites were cleaned with alcohol and triple antibiotic was applied and dressed with a sterile dressing. The patient was reportedly doing fine.